Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 1488t lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been telemetry issues with the patient¿s implantable cardioverter defibrillator (ICD). Follow-up with the patient¿s clinic to confirm or deny the telemetry allegation was unsuccessful. The ICD remains in use. No patient complications have been reported as a result of this event.